Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300-400 mg/dl. The customer¿s blood glucose was 342 mg/dl at the time of the incident. The customer¿s current blood glucose was 295 mg/dl. The customer treated with blousing with insulin pump. The drive support cap was normal. The customer¿s current blood glucose was 264 mg/dl. The product was not returned for analysis.